Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and scratches around the casing.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 270 mg/dl. When he cleared the alarm the insulin pump's display went blank. The customer's display came back with a battery change. He was advised to disconnect from the insulin pump and revert to back-up plan. The product was returned. Nothing further to report.